Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings:a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit securely. The battery cap contacts were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during the investigation. The pump cover was removed to find moisture corrosion to the printed circuit board and the keypad flex/connector. The intermittent power complaint was unable to be duplicated.